Event description:
It was reported to philips that exposure was not possible due to the ups breaker tripping on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reset the breaker, and the system operated normally. This report was submitted in agreement with FDA for the retrospective reporting commitment .(reference: (B)(4))